Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. Unable to confirm the motor position encoder error alarm due to an overwritten history file. The pump was received with a broken belt clip slot, a broken reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she tried to bolus and the pump would only allow 4 units at a time. The customer stated that the pump has been through a lot and there are cracks on it. The customer also received a no delivery alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.